Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected a low out of range shock impedance measurement on this right ventricular (rv) lead following a 26 joule shock for an arrhythmia. The shock was successful in converting the arrhythmia. No adverse patient effects were reported. The device was explanted and replaced while the lead was surgically abandoned.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.